Event description:
It was reported that the md placed the catheter successfully in or. Upon removing the catheter, it "came apart". A part of the device, yet to be identified at the time of the report, was retrieved in interventional radiology. No pt complications reported.